Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The meter will be returned for evaluation. The test strips in question will not be returned as they were used up by the consumer. This is being reported as an advese event under the FDA medwatch regulations.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.